Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or with test strip insertion. It was further reported that due to this the customer went to the emergency room and was given insulin via IV. No further information was provided by the customer as he declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or with test strip insertion. It was further reported that due to this the customer went to the emergency room and was given insulin via IV. No further information was provided by the customer as he declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(6).

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or with test strip insertion. It was further reported that due to this the customer went to the emergency room and was given insulin via IV. No further information was provided by the customer as he declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.